Manufacturer narrative:
MDR 3003442380-2024-03986 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an issue with two infusions sets were leaking around the sticky part. The issue was occurred on (B)(6) 2024. The patient noticed leaking about an hour after changing infusion set. The blood glucose level was 280 mg/dl. The patient replaced infusion set and resume insulin successfully. No further information available.